Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Whilst in the case the surgeon as for a different size then the one just trialed and the synfix evolution trial medium 12 height 14° would not come off the trial implant holder. When the nurse was trying to disengage the trial from the evolution spindle that goes down the trial implant holder to engage the trail would unwind to disengage the knob however the long shaft was stuck at the threaded portion of the spindle. The implant trial is stuck onto the implant holder (2 piece instrument) in simpler terms. I had a look at this at the end of the case and I could not disengage the trial from the the trial holder. We have two on the set, therefore the no time was lost in the case. Investigation flow: device interaction/functional. Visual inspection: all three instruments were returned and received at us cq in a disassembled state. Upon visual inspection no issues were noted that would hinder the functionality of this device. Functional test: a functional test was performed with all three instruments and were able to assemble and disassemble as intended. Dimensional inspection: no dimensional inspection was done as no issues were noted during the visual and functional portions of the investigation. Document/specification review: based on the review of drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: a definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.835.222, lot: l403518, manufacturing site: hägendorf, release to warehouse date: jun.12, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the surgeon was used trailed implant but the synfix evolution trial medium height would not come off the trial implant holder. When the nurse was trying to disengage the trial from the evolution spindle that goes down the trial implant holder to engage the trail would unwind to disengage the knob however the long shaft was stuck at the threaded portion of the spindle. The implant trial is stuck onto the implant holder (2-piece instrument) in simpler terms. It could not disengage the trial from the trial holder. There was 30 minutes delay of surgery and completed successfully. There was no patient consequence. This is the report of (1) synfix evolution trial impl med h12 14°. This is report 03 of 03 of (B)(4).